Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Describe any medical/surgical intervention for the urinary tract infections including dates and results. Did the patient experience erosion of the device? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced constant pain and urinary infections. The patient is taking antibiotics for re-infections. Additional information has been requested.